Event description:
The pt was recently involved in a motor vehicle accident and received unspecified trauma to the implantable neurostimulator (ins) pocket. After recovering from the accident, the pt fully recharged her ins two times, but was unable to get the stimulation turned on. The pt was charging more than expected and the battery depleted less than one day. There were telemetry issues. Prior to the accident, the pt got 8 bars easily during charging; during a recent check at the clinic, they were getting between 3-8 coupling bars. The pt indicated that the ins felt different in the pocket since the accident; it felt like it stuck out more. The battery was found to be overdischarged. After doing the physician mode recharge multiple times and then a brief recharge, they were able to turn the battery on and the pt felt stimulation. The pt went home to completely recharge her battery and then it was discharged by the next day without using the stimulator at all. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.